Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that pvi leaked in the tray prior to use.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a tear on the jelly packet caused jelly leakage. How and when event occurred cannot be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use]. Method of use: the device is intended for single use only and is not reusable. Cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. Lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray".

Event description:
It was reported that pvi leaked in the tray prior to use. Additional information was received via email, on 19 december 2018, from the medicon representative. It was reported that the event was not pvi leakage, but lubricant leakage. The package of lubricant was damaged (opened) prior to use.